Event description:
It was reported when using the bd intima ii¿ IV catheter prn adapter the catheter was split. The following information was provided by the initial reporter. The customer stated: "when the nurse opened the package, she found that the catheter tube split and the split part fell into the shield."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd intima ii¿ IV catheter prn adapter the catheter was split. The following information was provided by the initial reporter. The customer stated: "when the nurse opened the package, she found that the catheter tube split and the split part fell into the shield."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-01-20. H6: investigation summary: a device history review was conducted for lot number 1111451. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally a sample was returned to our facility to a silicone is a material used to manufacture this device, and is applied to the catheter as a lubricant for reduced resistance during insertion. Our engineers were unable to locate any damage to the catheter tubing, however they did identify a piece of extraneous material. Compositional testing of the extraneous material was able to positively identify it as silicone. Silicone is used to manufacture this device, and is applied to the catheter as a lubricant for reduced resistance during insertion. Excess application of the lubricant is currently possible due to limitations in the manufacturing process. To prevent future occurrences of the nature, our facility has optimized our line checks to identify and remove excess build up of silicone.